Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a texium valve leaked where it is connected to a hydration infusion line smartsite valve while connected to a patient. There is no report of patient harm.